Event description:
It was reported that upon interrogation an alert for possible output circuit damage was observed. Also, low impedance was observed. Therapies were aborted due to the low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.